Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure, error code 141 was produced using a soltive premium superpulsed laser system. The procedure was completed with another device. Reportedly, the procedure was delayed by 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported error 141 was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported error was likely caused by a component failure. After the thermocouplers were re-seated, testing was performed and no issues were found in the unit; therefore, resolving the issue. This supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.